Event description:
Registered nurse (rn) replaced patient's intravenous line (IV), when doing assessment/IV check. Approximately 30 minutes later, noticed one-link needle-free IV connector leaking at connection with t-connector. Rn replaced IV connector, to which new connector was also leaking. Rn found packaging of original IV connector and lot numbers matched. Replaced IV connector with different lot number and connection no longer leaking. Manufacturer response for t connector, baxter (per site reporter). Response from baxter unknown at this time. Prior lot number with similar issue has been returned to baxter for quality assurance (qa) testing.